Manufacturer narrative:
. Imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papillary dilatation balloon (epbd) procedure performed on (B)(6) 2025. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.